Event description:
My daughter started taking this medication on (B)(6) 2020 and developed a blot clot to the lungs, which I believe this medication killed my daughter. She had been taking another manufacture's brand for over a year without any difficulty or symptoms. I have a copy for the (B)(6) county autopsy report if needed. I did not receive any gloucester tests taken at the emergency room. At (B)(6) where my daughters died. My daughter was on a different manufacture of this medication for nearly 2 years with no complications. She switched in (B)(6) of 2020, and feel the sudden symptoms developed quickly and caused my daughter's sudden death. She had no other serious medical issues other than a (l) only breast implant due to an asymmetry. She normally received her medications at (B)(6) but after losing insurance she purchased the new medication at (B)(6). I am not sure if it is a manufacturer defect or not, I have enclosed a picture of both prescriptions¿ old vs new. I only know that my daughter was a healthy (B)(6) years old that died suddenly, and birth control was the only medication she was taking long term then switched in (B)(6). I am concerned this medication/manufacturer may harm/ kill another. How was it taken or used: "n 3 0093-5423-28-9".